Event description:
This is an international report of a leak found coming from the silicone tubing of transfer set during draining. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set. Visual inspection performed with the following issues noted: one cut/hole in the tubing with the white sleeve closed. Leak testing performed with the following issues noted: leak in silicone tubing with white sleeve closed clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem. The lot number is unknown; therefore, a batch review cannot be performed. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The cause for the issue could not be determined based on the information available.